Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The downstream occlusion(dso) sensor was out of calibration. The device was recalibrated.

Event description:
It was reported that the device¿s dso (downstream occlusion) alarm was triggered while attempting to run the pump during testing. There was no patient involvement.